Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/27/2010, 09/28/2010, 09/29/2010, 10/05/2010, and 10/11/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported three patients with anterior cell growth following intraocular lens (iol) implant surgery. Patient impact for all three patients remains unk. For this patient, the surgeon reported the growth as hazy growth almost 360 degree off the edge of the anterior capsule to the iol, most prominently seen from three to seven o'clock. Add'l info has been requested. There are four medical device reports associated with this event. This report is for the right eye of the third patient.